Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, there was a knot in the end of the suture thread of the fast-fix, that the suture cutter could not go through, surgeon needed a knife to cut through. The device was removed. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30min and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of historical escalations and complaint history found a manufacturing issue related to a "wax" ball or enlarged suture end defect for the reported part number. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found the process has been updated to mitigate future recurrence of this defect. There was a relationship found between the device and the reported event. The complaint was confirmed, and the probable root cause was associated with the manufacturing process. A corrective action was previously initiated to address this issue.